Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via transmission. The impedance of the patient's atrial lead rose to more than twice the base value. It also exhibited noise and automatic mode switch. The patient was stable, and will continue to be monitored.